Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported an over infusion of morphine. There was no report of patient harm.

Event description:
The customer reported an over infusion of morphine in the nicu. There were no further details provided; customer is looking for a log review to determine the volume of morphine received. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed analysis of the pcu event log identified syringe module s/n (B)(4) was in use and infusing morphine drip 2mg in 1ml (drugid 435) at a rate of 0.44ml/hr (guardrails warning ¿ dose exceeded guardrails limit of 0.04mg/kg/hr). At the start of the pcu event log review, the user selected a 50ml bd syringe with 48.5814ml detected at 6:44 pm on (B)(6) 2018. The clamp was closed and the user restored and started the previous infusion running at 0.44ml/hr. The user selected yes to the guardrails warning ¿dose exceeds guardrails limit of 0.04mg/kg/hr. Proceed?¿ at 8:01 am on (B)(6) 2018, the user programed and started a rapid bolus of 0.21mg/kg (vtbi = 0.4305ml). The user selected yes to the guardrails warning ¿bolus dose exceeds guardrails limit of 0.2mg/kg/hr. Proceed?¿ at 8:07 am, the bolus completed and the device transitioned to the primary infusion running at 0.44ml/hr. At 9:47 am, the user changed the rate to 0.39ml/hr. The user selected yes to the guardrails warning ¿dose exceeds guardrails limit of 0.04mg/kg/hr. Proceed?¿ at 6:12 pm, the user programed and started a bolus of 0.19mg/kg (vtbi = 0.3895ml) to infuse over 5 minutes. At 6:19 pm, the bolus completed and the device transitioned to the primary infusion running at 0.39ml/hr. At 8:41 pm, the device alarmed for check syringe and then clamp open. The user selected a 50ml bd syringe with 53.8129ml detected. The clamp was closed and the user restored the previous infusion running at 0.39ml/hr. The user selected yes to the guardrails warning ¿dose exceeds guardrails limit of 0.04mg/kg/hr. Proceed?¿ it is unknown why the syringe was changed at this time, since only 11.574ml was recorded as being infused up to this point. At 7:29 am on (B)(6) 2018, the device alarmed for check syringe and then clamp open. The user selected a 50ml bd syringe with 50.4257ml detected. The clamp was closed and the user restored the previous infusion running at 0.39ml/hr. The user selected yes to the guardrails warning ¿dose exceeds guardrails limit of 0.04mg/kg/hr. Proceed?¿ at 7:34 am, the device was channeled off and removed from the system. The total volume recorded as being infused during this period was 15.8ml. There were no alarms prior to channeling off the device. The root cause of the customer¿s report of an overinfusion was not identified. There were no details of the event provided except the date, and that an over-infusion had occurred.